Manufacturer narrative:
A follow up report will be submitted after the investigation is completed.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.